Event description:
It has been reported to co that during the procedure, when using the dilator on an obese of fiberous re-do, the device accordions or rolls back on its self. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.